Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they had been having difficulties connecting to their pump. The patient stated, ¿it'll find it to a certain percentage and then it doesn't work anymore - when I try to reset it, it acts crazy and won't find it or connect.¿ the patient confirmed the handset screen went back and forth between ¿connecting¿ and ¿searching¿ but would not progress. The patient stated they ¿messed with it¿ for 2 hours ¿the other day¿ and now had been messing with it for over an hour again. When the agent inquired about the event date, the patient stated, ¿when I first got it, it'd deliver my bolus really quick - it slowly started taking a long time to deliver a bolus.¿ the agent was unable to resolve the issue for the patient despite relaunching the myptm app, confirming no emi (electromagnetic interaction) present, turning off/back on communicator, and toggling off/back on bluetooth and location. The agent also reviewed antenna placement which did not resolve the issue. While connecting, the patient stated, ¿normally I connect through my shirt but that's not working so now I have the communicator touching the skin¿ which did not resolve the issue. The patient confirmed no falls/trauma; confirmed the equipment was charged and unplugged when using it; and confirmed neither device had been wet/dropped. The patient stated, ¿if this isn't working, I don't get my meds, and I need a bolus bad.¿ a replacement communicator was requested from the repair department. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type accessory; product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.